Event description:
When a nurse was injecting an infant patient with the device the needle "with the hub attached" popped off the syringe and about one-third of the medication was wasted. The needle was retrieved from the patient without difficulty and the nurse estimated the amount of medication the patient needed. The reporter is concerned about medication error because of the danger involved in giving estimated amounts of medication.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.